Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station did not power up and appeared offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station did not power up and appeared offline in remote support service.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power up, and the latch was clicking and opening door. The field service engineer (fse) replaced the door controller, then, the fse replaced the latch and wiring harness to resolve the issue. The pyxibus cable between the door board and main station was inspected, and no issues were found. The system functioned as intended after the field service engineer repaired the device.